Event description:
It was reported that during placement of the stent delivery system, a contrast injection was made to check the position of the delivery system. The contrast appeared to be trapped within the delivery system forming a round ball appeared at the end of the guiding catheter. Difficulty was encountered while attempting to deflate and remove the system, resulting in the physician being unable to pass through the sheath at the level of the femoral access. After applying strong traction, the system was removed, leaving the guide wire in place. Upon removal, it was noted that the stent and membrane were missing. A snare device was used to successfully remove the stent and membrane. Reportedly, no patient injury occurred in this event.